Manufacturer narrative:
(B)(4)

Event description:
It was reported that a dependent patient presented for a device change out due to advisory. Increased rv lead capture threshold was observed. The lead was capped and replaced. The patient was stable.